Manufacturer narrative:
Carefusion complaint #: (B)(4). Any additional information received from customer will be included in a follow up report. The customer has reported that the device is not available for return or evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop and motor fault. The customer stated the turbine is making a friction sound while running. There is no information if this ventilator was on a patient when the problem occurred, it is currently unknown.